Event description:
It was reported that there was no display after starting up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: further analysis confirmed the customer comment that the programmer generated an error but could not confirm the comment that the display did not illuminate. The software was reloaded as a preventative measure. It was indicated that there was a loose connector on a circuit board and that the board was out of specification. The circuit board was replaced and calibrated. It was also indicated that the system fan was noisy and therefore replaced. The system software was reconfigured and reloaded and the programmer passed all functional and system tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was no display after starting up and the programmer crashed. (B)(4).